Manufacturer narrative:
During follow-up dr (B)(6) reported the pt is doing much better and all of the scabs have come off revealing new slightly erythematous skin. Dr (B)(6) will continue to monitor the pt and she is due to return in one month. The device history record for radiesse lot # 100065508 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
Dr (B)(6) injected a (B)(6) female pt with 0.8 cc of radiesse in the left cheek on (B)(6) 2013. On (B)(6) 2013 the pt reported puffiness and a hot red patch with a stinging feeling as though she had been burned. Dr (B)(6) prescribed keflex and acyclovir for treatment. A consult for dr (B)(6) was provided by (B)(4) medical (B)(4), dr (B)(6) on (B)(6) 2013. Dr (B)(6) discussed appropriate wound care with dr (B)(6) including the use of warm compresses and nitropaste. Dr (B)(6) sent dr (B)(6) her wound care protocol and two articles on the subject of necrosis after fillers. Also discussed was the use of antibiotics and antiviral in this case and dr (B)(6) is aware the etiology of the skin breakdown is not infectious.